Manufacturer narrative:
The manufacturer previously reported a ventilators flow sensor assembly was replaced for a "service required" alarm condition. There was no harm of injury reported. Additional review of the replaced components and repair evaluations indicated the flow sensor assembly was not replaced during service. No issue related to the device's flow sensor assembly was found.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board, power management board, flow sensor assembly and sensor board were replaced to address the issue.